Event description:
It was reported that the bd syringe 3ml ll w/ndl 21x1 rb had foreign matter. The following information was provided by the initial reporter: material #:309575, batch#:4354918. Verbatim: rcc received a complaint via email. Email(s) attached. Customer reported: earlier this year we received a lot number of 3cc syringes (4354918) from bd that have only recently been used in our production. Upon visual inspection of these syringes, it has been noted that there have been many syringes with some sort of adhesive/particulate on the needle itself. For obvious reasons, we are unable to use these syringes and are rejecting approximately 5 cases (4,000 syringes). Xxx has been made aware of this. As defects in syringes from xxx are becoming a common occurrence, we are requesting that a credit be applied to replace these syringes and replenish our stock. We have had this issue sporadically throughout our use of that lot number. Out of the 5 cases that were rejected 3 cases were not opened. Unfortunately, it was noticed too many times with that lot number that we could not allow the continued use of that specific lot. Yes, if possible, we would like to have replacement cases to replenish our stock that we had lost. Cat# 309575, lot#: 4354918.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Pr (B)(4) - supplemental MDR - foreign matter. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.